Manufacturer narrative:
There is no documentation in the complaint file to show a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally, there is no reported allegation of a malfunction or leak with the cycler or cycler set. There is a temporal association between the event of peritonitis and pd therapy. The patient was utilizing both ccpd and manual exchanges due to issues draining. Based on the available information the causal event of the peritonitis is unknown. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2018, this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for drain complications. The patient was experiencing very slow to no drains on both ccpd and during manual exchanges. During follow up with the patient on 2018-02-12 he stated that he did complete treatment on (B)(6) 2018 (unknown if ccpd or manual exchange) and also stated that he had peritonitis (date, culture results and treatment unknown). Additional information was solicited.